Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a slit in a catheter is confirmed. One 5 fr triple lumen powerpicc provena solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An approximately 6 mm long split was observed in the red lumen between the 8 and 9 cm depth markers. The red lumen was found to be partially occluded with usage residues. A microscopic observation revealed the edges of the split were rippled but clean and the fracture surfaces were observed to be flat and smooth with a granular texture, which is characteristic of tearing failure modes. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures.

Event description:
It was reported "PICC that we just found today that has a slit in it." Additional information received 05/05/2021 "we have a PICC line that was removed from a patient and at that time was found to have a slit in it around the 9cm mark and is about 0.5cm in length. No patient harm occurred during dwell time or post-removal."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC that we just found today that has a slit in it." Additional information received 05/05/2021 "we have a PICC line that was removed from a patient and at that time was found to have a slit in it around the 9cm mark and is about 0.5cm in length. No patient harm occurred during dwell time or post-removal."